Manufacturer narrative:
Patient identifier not known. Manufacturer placeholder number provided instead. Precise ages and patient genders not known. Median age and predominant gender given instead. Actual implantation dates unknown. Publication date given instead. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature article was reviewed: böckler, d., bischoff, m.s., kronsteiner, d., skrypnik, d. And meisenbacher, k., 2021. Outcome analysis of the gore conformable thoracic stent graft with active control system for the treatment of arch and descending thoracic aortic disease. European journal of cardio-thoracic surgery, 60(6), pp.1455-1463. The article is a retrospective single-center study investigating the outcomes of thoracic endovascular aortic repair using gore® tag® conformable thoracic stent graft with active control. One hundred fifteen patients were included in the study. Patients were enrolled in the study starting at the time of introduction for the endoprosthesis in july 2017 and follow up ran through february 2020. Seven patients presented with myocardial infarction, 7 presented with renal insufficiency, 5 presented with vascular access problems, 4 presented with stroke (2 ischemic and 2 hemorrhagic) and 4 presented with spinal cord ischemia. Two patients each presented with intestinal ischemia, device infection and limb ischemia. One patient each presented with aorto-esophageal fistula, hepatic failure, multi-organ failure and brachial ischemia. Eighteen patients required twenty-four procedure or disease-related reinterventions. Six patients were treated with left subclavian artery occlusion, 3 patients were treated with endolining and 3 patients were treated for access site wound complication. Two patients each were treated with distal endograft extension (one of these patients had presented with type ib endoleak), proximal endograft extension and supra-aortic rerouting, left subclavian artery revascularization, visceral bypass and thrombendarterectomy of the common femoral artery. One patient each was treated with conversion to open surgery, false lumen occlusion/candy plug, balloon dilatation (to treat type iii endoleak), left common carotid artery revascularization, left common carotid artery ligation and balloon dilatation (to treat type ia endoleak) and implantation of an iliac artery stent graft and a craniotomy (to treat intracranial bleeding). Fourteen patients reportedly did not have satisfactory placement of the endoprosthesis (> 5 mm from the intended landing zone) following implantation. Physicians used the irreversible angulation mechanism in 10 of these patients and reported device retraction 8 times. Eight patients reportedly did not have satisfactory apposition following implantation and subsequently presented with bird beaks. Three patients presented in stent graft-induced new entry (sine). One patient presented proximal sine 3 days after the original intervention and was treated with proximal extension and supra-aortic rerouting. One patient presented with distal sine 4 days after the original intervention and was treated with distal stent graft. The third patient presented with sine 3 days after the original intervention and was treated conservatively. One partial occlusion of the left carotid artery and unintentional stent graft placement in the false lumen was reported. Two perioperative strokes not resulting in mortality were reported by the authors. One patient was treated for a ruptured thoracic aortic aneurysm. The patient presented with an embolic stroke with bilateral supratentiorial infarction spots. The stroke severity was nihss 6. The second patient was treated for floating aortic thrombus/multi-embolic disease. The patient presented with a hemorrhagic stroke with basal ganglia. The stroke severity was nihss 7.

Manufacturer narrative:
G3/g4: updated with correct PMA/510k #.

Manufacturer narrative:
The author has been asked repeatedly to provide additional information regarding the allegations in the literature article, such as device serial numbers, imaging, device returns (in the cases of explantation) and individual patient outcomes. No response has been provided. A review of manufacturing records, imaging evaluations or device evaluation have therefore not been possible. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to access failure, bleeding complications, bowel ischemia, endoleak, hepatic failure, myocardial infarction, renal complications, spinal neurological deficit, stent graft migration, stent graft thrombosis, transient-ischemic attach and vascular trauma.